Event description:
Add'l info rec'd from MFR 6/11/02: hosp returned the suspect medical device to deltec for evaluation on april 16th 2002. Deltec completed evaluation of this device on april 17th 2002, below is summary of investigation: one used catheter measuring 6 inches in length was returned and examined. The catheter was found to be patent. Upon pressurization of less than 5 psi the catheter was found to leak at a location of 2.5 inches from where it had connected to the portal. The leaking was due to a slit. The slit is longitudinal and measures 0.2 inches in length. The orientation and location of the slit is consistent with first rib/clavicle compression syndrome. First rib/clavicle compression syndrome is also known as "pinch-off syndrome" and is a recognized completion of indwelling intravascular catheters. This complication is included in the warnings and cautions within the instructions for use for these devices.

Event description:
A port removed from the pt revealed a tear on the tubing of the reservoir.